Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was something sticky on the battery contacts and the sensing was low. As a result the battery contacts were cleaned and the device was calibrated to resolve the sensing issue.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had bad sensing. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.